Event description:
Patient underwent bilateral prk for the reduction of myopic refractive error in 2003. Topographies showed irregular ablation in both eyes, left worse than right. In the left eye the nasal half of the cornea was underablated causing a large power transition within the pupillary space. The patient had many subjective vision complaints. When refracted in 2004 the examiner noted "highly variable" refraction, consistent with her markedly irregular topography. This patient's result is important in the context of other patients treated on the same machine with resultant irregular astigmatism.